Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited failure to communicate with the video processor. The event occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, error code e226 was displayed, no image and escashion was cracked which involved in failure of watertightness test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported event device failed to communicate with the video processor, resulting in error e226 and no image was cause due to disconnection in cable unit. The most probable cause of the reported malfunction watertightness fail was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.